Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 32 mg/dl. The customer stated that they were unconscious and does not know if they had a seizure. The customer does not know what happened to cause the incident. The customer declined troubleshooting but stated that they will call back to troubleshoot when they feel better. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.